Event description:
Facility paramedics attempted to use the device to administer pacing therapy to a pt. Reportedly, the device prompted that the therapy cable or combination electrodes were not connected to the pt. The pt was not resuscitated. A medtronic emergency response systems clinical eval of the event concluded the report likely did not cause or contribute to the pt outcome.